Event description:
A case received from chinese health authority reported that during an intraocular lens (iol) implantation procedure, surgeon informed that the iol could not be pushed out and immediately replaced it with non-company lens and procedure was completed on the same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).